Event description:
It was reported by the customer that the device had failed patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was sent to biomed for testing. Per report the device "kept showing occluded". While being tested the device was connected to a pcu with no errors. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a failed patient side occlusion test could not be determined. Laboratory testing found the device slightly outside of specification but working as intended. Internal inspection found the patient side pressure sensor date code as (B)(6) 2014, making it 11 years old. Results of testing performed on the suspect pump module following the pressure sensor malfunction product analysis procedure found the suspect pump module operating within specification. The readings for the patient side pressure sensor were within specification. Bottle side pressure sensor was slightly outside specification when zero force was applied. Asm preventive maintenance results indicate that the suspect pump module was performing correctly as required. Review of the suspect pump module error log identified 232 bottle side pressure sensor errors (code 240.4155) from 2014 to this date. The pressure sensor tip sheet states that to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6) (w/o: 01961705) device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of patient side occlusion test failure could not be confirmed. Voltage testing showed the patient side pressure sensor to be slightly outside specification, but it was determined that it was not a contributing factor to the reported issue. Note that this report lists imdrf annex a0401, a1801, a0709, c07, c0601, c16, d15, d0302, g02017, g0301204 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.